Event description:
Co received a report that following pre-test and intubation, the cuff would not stay inflated. Staff elected not to reintubate the pt. The pt later expired but staff stated it had nothing to do with the endotracheal tube.